Event description:
It was reported that the customer was found unconscious and was taken by paramedics to the hospital due to hyperglycemia. It was reported that the customer could not get the insulin pump to work. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.